Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity. The pt experienced increased spasticity and clonus in the left leg. The pt also had an infection of no known discrete source. The pt underwent explantation of the device in 2001. The pt received antibiotic therapy and the infection was resolving. The explanted device was returned to the MFR for analysis.